Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient suffered a pericardial effusion. The right ventricular (rv) lead exhibited high thresholds, rising thresholds, a history of short v-v intervals in which the noise could not be reproduced, and insulation damage. Upon snaring the right atrial (ra) lead from below, the lead tore the ra appendage causing a pericardial effusion. The patient was stabilized and the leads were explanted and replaced. No further patient complications have been reported as a result of this event.